Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Atrial lead noise was observed with isometric movements. Programming changes were made to resolve the issue. More information was requested, but not provided.